Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent radiographs- 5 view lumbosacral spine. Indication: low back pain. Moderate degenerative change lower lumbar spine. (B)(6) 2008: MRI lumbar spine- lower back pain. Left leg pain. Impression: spondylolisthesis of l5 on s1 with associated pars defects, moderate bilateral neural foraminal narrowing at this level. Overall greatest narrowing seen at l4-l5 with central to left paracentral disc herniation. (B)(6) 2008: alif operative report diagnosis: symptomatic spondylolisthesis, stenosis l4-l5, l5 to s1. No complications. Anterior interbody arthrodesis to levels of l4-5, l5-s1, three level corpectomy, l4-s1, three-level anterior instrumentation with placement of biomechanical intervertebral structural device x2. Anterior retroperitoneal approach, anterior disk space exposed. At each level thorough discectomy, partial corpectomy was done l4-s1, biomechanical intervertebral structural device was sized, shaped <(>&<)> care taken to ensure good bleeding bone. Device was impacted into place x2, secured with buttress screw fixation for instrumentation, l4-s1. Cages are filled with infused bnp. Good placement confirmed by fluoroscopy. (B)(6) 2008 plif operative report diagnosis: symptomatic stenosis, spondylolisthesis l4 to s1. No complications. Procedures performed: posterior segmental fixation l4 to s1. Posterolateral arthrodesis, 2-level, l4 to s1. Placement of bone fusion device x4. Right iliac crest bone marrow aspirate. Bilateral laminotomy/foraminotomy l4-5 <(>&<)> l5-s1. Deep drain placed. Pedical screws placed bilaterally l4 to s1 with fluoroscopy. Emg responses greater than 20 milliamps. Biplanar fluoroscopy confirmed device placement. Screws connected to rods. Segmental compression <(>&<)> final tightening. Fusion device x4 placed <(>&<)> posterolateral gutters for fusion l4 to s1. (B)(6) 2013: radiograph lumbosacral spine, 3 view: low back pain. Status post anterior <(>&<)> posterior fusion from l4 to s1 with pedicular screws, interbody disc spacers <(>&<)> anterior screws. 7mm of grade 1 degenerative appearing anterolisthesis of l5 on s1, no other spondylolisthesis is seen. Degenerative disc disease at l2-l3 w/considerable disc space narrowing <(>&<)> osteophyte formation. No fracture/destructive lesion. No screw loosening is observed. (B)(6) 2013: CT head w/o contrast- unremarkable except for changes due to pansinusitis. History of headaches. (B)(6) 2013: full body scan- chest, abdomen <(>&<)> pelvis. 3mm nonspecific calcification of right lobe of thyroid, bilateral small non-calcified right lower lobe lung nodules, nonspecific hypodensity in left lobe of liver, nonspecific cortical calcification in upper pole of left kidney, vascular calcification, extensive postoperative change with surgical hardware in lower lumbar spine with laminectomy defects <(>&<)> posterior surgical fusion with surgical screws as well as hardware at the disc spaces l4-l5 <(>&<)> l5-s1. 8mm anterolisthesis of l5 on s1. No significant degenerative change of the sacroiliac joints <(>&<)> moderate degenerative change of the hip joints. 3/20/13: high resolution, non-contrast limited CT images of heart, coronary arteries <(>&<)> proximal great vessels- calcium scanning <(>&<)> 3d scoring. Total calcium score: 134 (B)(6) 2013: cervical radiograph 4 view. Pain. No acute fracture. C5-c6 <(>&<)> c6-c7 spondylosis (B)(6) 2013: radiography thoracic spine 3 view- back pain. No acute fracture or malalignment. Mild multilevel degenerative changes.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.